Event description:
As reported, the patient had an initial right tsa on (B)(6) 2022. The patient presented on (B)(6) 2023 and event: reached for item and felt a pop with increased pain. X-rays the next day show non displaced stress fracture. The case report form indicates that this event is possibly related to device, unlikely related to procedure). Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. . Serial number, expiration and manufactured dates unknown. The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.